Event description:
Mandatory reporting revealed 4 adverse events utilizing a fetal vacuum extractor during c-section. Each event represented significant injury to the infants. -skull fx, - subdural hematoma, - seizures.